Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
A groin shot was preformed, access was right above bifurcation. The vascade 6/7f was deployed in IFU fashion, inserted into the white marker, disc was deployed, sheath removed. Gentle back pressure on the silver handle was applied and temporary hemostasis was achieved. The key was inserted into the lock, the black sleeve retracted to expose collagen plug. The staff waited 15 seconds, the green tube was pushed down and back up to strip collagen 3 times. Compression was applied, the disc was collapsed and removed. As the device was being removed, it was observed that the collagen was still on the wire and the distal outer sleeve had separated from the other portion of the black sleeve, but remained on the device. Manual compression was held for 30 minutes and final hemostasis was achieved. No injury reported.